Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient record was not appearing in the system, and the station was showing as offline. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient record was not appearing in the system, and the station was showing as offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med station was not connected to server. A field service engineer upon investigation in rss, it was found that all of the customer's med stations were offline. It was recommended that customer it team be involved to troubleshoot the network issue. A follow-up checks in rss confirmed that all med stations were back online. A call was made to the customer to verify the status and confirmed that everything was working normally with no further issues. The station was currently online and functioning properly. The system functioned as intended after the field service engineer troubleshot the device.